Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a month ago she was unable to rewind the insulin pump; customer had to push the buttons several times to rewind and had the same issue during prime. Blood glucose value was normal. The device was out of warranty, the customer would contact her doctor for a new device.